Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported cardiac arrhythmia could not be conclusively established through this investigation. It was communicated that the patient experienced ventricular tachycardia (vt) arrest. The arrhythmia was sustained and did not exist prior to the vad. The implantable cardioverter defibrillator (ICD) manufacturer is medtronic evera MRI xt dr. The patient was transferred to the intensive care unit (ICU) for amiodarone gtt and observation. Log files were submitted which captured transient pulsatility index (pi) events resulting in momentary decreases in speed per design. No atypical events were captured. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2016 . No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information revealed that the patient had been admitted on (B)(6) 2021 for a hip replacement. An implantable cardioverter defibrillator (ICD) was implanted prior to the left ventricular assist device (lvad).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were sent for review. A review of those files found multiple pulsatility index (pi) events. Additional information revealed that the patient was admitted on (B)(6) 2021 and had ventricular tachycardia arrest on (B)(6) 2021. The patient was given amiodarone by drip after which they were transferred to the intensive care unit (ICU) for observation. The arrhythmia did not exist prior to the lvad.